Event description:
It was reported that the balloon shaft was fractured. The 10mm x 2.0 in diameter, 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon shaft was fractured. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital .